Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call a high blood glucose. Blood glucose was 597 mg/dl. Customer stated that they were having trouble removing the battery cap, and stated that the cap was stripping. Customer's blood glucose has come down and does not think anything is wrong with the insulin pump. The insulin pump will not be returned for analysis.